Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below-knee vessel. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.